Manufacturer narrative:
Evaluation results: device history review found the product met specifications when released for distribution. Analysis: visual inspection or the returned device shows no signs of damage to the outer wrap of silicone oxy. The unit was run with fluid at 1.2 l/min with 3 psi back pressure for half hour. During this test, slight moisture was observed exiting the gas port. The device was then dissected and dried. A vacuum test was performed which shows several leaks down the length of the envelope. One of the leak areas was sectioned and inspected under magnification. Inspection shows three small individual cuts in the membrane in a small area. All three cuts were at the area where the membrane was indented by the screen material. Conclusion: reduced performance of the device occurred and is related to the event. Analysis identified several cuts in the membrane envelope. This device was changed out with no pt involvement.

Event description:
Medtronic received information that this silicone membrane oxygenator exhibited a leak at the gas outlet port. This observation was made while priming the device, prior to use. As such, there was no pt involvement. The device was changed out without reported complication.